Event description:
A 3.0mm diameter x 24mm length medtronic ave gfx2 stent was placed across the target lesion in the left anterior descending coronary artery after predilation with a 3.0mm diameter ptca balloon. The stent delivery system balloon was inflated to 10 atms to deploy the stent, however, it could not be deflated after deployment. Therefore, the balloon had to be removed in its "inflated" condition. Upon removal of the inflated balloon from the stent, the stent was pulled back in the artery to a location proximal to the intended lesion site. There was no further treatment to the target lesion and no add'l clinical sequelae reported relative to the event.